Manufacturer narrative:
A ge service rep performed on onsite investigation. The service rep replaced the generator interface printed circuit board and the cine disk drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the automatic exposure control switch was not working. No pt injury reported.